Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis revealed the distal conductor was fracture/flexed. It was noted that the outer insulation was cut. Outer insulation cosmetic findings included; melted, environmental stress cracking (esc), white substance, and depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that fluoroscopy was done and the atrial lead was dislodged to the tricuspid valve area. The atrial lead has a history of high chronic thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.